Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported the clamps are damaged and when they are being unscrewed they will pop. There was no patient present when this issue was identified. The representative confirmed that the clamps are stuck and it will eventually affect functionality, as the washer will break off.